Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator (ins). The reason for call was pt reported they can't feel the stimulation and usually it vibrates a little bit, but they can't feel it. Pt said its been about 2 weeks when the issue started. Agent suspected that the stimulation might be off or the ins might be depleted. Agent had pt to connect the communicator to the handset and they saw unable to connect message. Pt said the communicator showed a solid green light. Agent instructed pt to reset the communicator and handset but when they tried to connect the communicator to my stim rc again they saw communicator not found message. Agent told pt to place the communicator over the ins and try again but not found message appeared. Agent had pt to reset the communicator multiple times, unpair and re-pair the communicator but still they saw communicator not found message. Agent had pt to charge the ins to check the charge level. Pt said they saw a high and low number because they didn't place the recharger yet. Agent reviewed recharging best practices. Pt confirmed they were able to charge the ins showed 70% with good connection and therapy is on. Agent walked the patient through to check the bluetooth and pt said it was on. Agent had ptto reset the communicator again and pt said they saw a blue and green light on the communicator. When tried to connect to my stim rc app, pt was able to access the therapy screen showed group a. Pt said the program 1 was at 2.7 but they still can't feel the stimulation. Pt switched to group b with program 1 at 1.5 and pt confirmed they can feel the stimulation. Agent provided information to avoid having communicator pairing issue. Troubleshooting steps taken on the call resolved the issue. Agent told pt if the therapy issue persists, they need to reach out to their hcp to further address the issue.